Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patients blood glucose level had rose to over 500 mg/dl. Symptoms reported include nausea and vomiting as well as pain. The patient reports they had lost their personal diabetes manager (pdm) and the replacement received was the incorrect pdm. Once at the hospital the patient was treated with intravenous fluids and an insulin drip. The patient was prescribed pain and anxiety medication. The patient was released from the hospital after 11 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.